Event description:
Complainant alleged that during a routine shift check by a clinician, the device had broken pacer knobs and is unsure if the pacer rate is adjustable. Complainant indicated that there was no pt involvement in the reported malfunction.